Event description:
It was reported during a tfn procedure, there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hour. This is 7 of 10 reports for the same event.

Manufacturer narrative:
DHR review requested. No visible damage seen. Device was re-inspected to procedure with no deviations noted. Unable to reproduce the alleged malfunction.